Event description:
Cbc drain on r. Was upside down upon arrival in pacu. Drain was laced in holder. Drain r had 400 cc. Attempts to reinfuse were unsuccessful. Physician asked that fluid for reinfusion be discarded as the system had been opened. 200 cc of reinfusion fluid was disposed of. Pt h/h am 6/9 was 9.8/28.8 requiring 2 units of homologous blood. Drain functioned after replacement.